Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was intermittent oversensing occurring on the right ventricular (rv) channel. The patient would be sent for x-ray imaging. Boston scientific technical services (ts) was consulted to review the electrogram (egm). Additional information was received that upon review, ts found the signal observed in the rv channel was almost synchronous with the atrial sense seen in the right atrial (ra) channel. Ts noted this could potentially be ra far-field sensing in the rv channel. The signal is also seen in the shock channel and does not appear to be followed by a clear r-wave. At the end of the presenting egm, noise in the shock channel which was determined to likely be due to myopotentials could be observed. Further review of an atrial tachy response (atr) event found additional evidence of possible farfield oversensing. Ts discussed that there may not be appropriate sensing of the device and would recommend additional testing. Additional information was received that the patient was brought in for testing and provocative maneuvers did not elicit noise. The physician was concerned the rv lead was in the atrium and not the ventricle based upon the signal on the shock channel. A revision procedure was scheduled to assess the system. The patient was hospitalized until the revision could occur. The crt-d and rv lead remain in service and no adverse patient effects were reported.